Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2; -8.00/5.5/139 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2023. The lens was reported as having excessive vault. Cause of the event was unknown. On (B)(6) 2023 the lens was explanted. On (B)(6) 2024 the lens was replaced with a shorter length lens. This resolved the problem.